Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What type of drain was placed? 7. What is the lot number? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. What were current symptoms following the index surgical procedure? What was the onset date? 11. Was there any evidence of fluid collection on post-op day 1? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the cause of this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 15. What is the patient¿s current status? 16. What is the users experience with surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and absorbable hemostat was used. The physician applied 5-6 pumps of powder during the procedure in order to achieve hemostasis, but did not remove the excess powder with irrigation and aspiration. Despite the normal neuronavigation measurements and the patient's ability to speak post-surgery, she became mute on the first postoperative day. The physician observed that the drainage system had not emitted any content, leading them to suspect a blockage. They promptly initiated cortisone administration. No adverse patient consequences were reported. Additional information was requested